Event description:
An impella cp was inserted via the right femoral artery in a 53-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities were not reported, and the clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage b cardiogenic shock. During impella cp support, it was reported that the patient developed ischemia of the right lower extremity, with no doppler pulses detected and the right foot appearing mottled. Due to the reported limb ischemia, the patient was transferred for escalation of therapy to impella 5.5 and continued care. The impella cp device was subsequently explanted, and the patient survived to device explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.